Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head had suddenly developed horizontal noise across entire image 20 to 30 minutes after start of the procedure. The noise was much louder to perform the procedure. The therapeutic laparoscopic distal gastrectomy (ldg) was completed using similar device. The issue was found during the procedure. There were no delays and no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.